Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with injection of vancomycin (2 grams, frequency, route and duration not reported). At the time of this report, the patient was not recovered from this peritonitis event and the fluid was not clear. On an unreported date, the catheter was removed and patient was switched to hemodialysis. No additional information is available.